Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 07/18/2014 with the following findings: the pump powered on with the returned battery cap which was unable to be fully tightened onto the pump. The battery cap threads were observed to be damaged. The black box showed evidence of a voltage drop on (B)(4) 2014. Current draws were within specifications. A leak test showed a leak at a battery compartment crack in the thread area and below the grip pad, with evidence of moisture contamination inside the battery compartment. The pump cover was removed for further investigation, and there was no evidence of additional moisture contamination inside the pump. Unrelated to the initial complaint, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the there was evidence of moisture corrosion in the battery compartment. A review of the alarm history showed that no low battery alarms had occurred before the replace battery alarms were emitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.